Event description:
A steris system 1 operator discovered blockage in a component of a steris quick connect kit while attempting to flush fluid through it. The endoscopy manager contacted steris to report this incident.